Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a motor fault alarm. The issue occurred during patient use. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause was due to a faulty intermittent resistor not reaching the correct voltage within the assembly ((B)(4)). This issue will be internally investigated within carefusion.